Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 32 mg/dl due to strenuous activity; she did not blame the insulin pump for the low blood glucose event. The patient treated her hypoglycemia by eating fast food. Troubleshooting did not occur for the low blood glucose. The insulin pump was not returned for analysis.